Manufacturer narrative:
(B)(4). On april 17, 2018, it was reported that the mesher was broken and the blade needs sharpening. On may 3, 2018, it was clarified that the screen was dis-aligned and the cutter was dull. There was no information on the timing of the event. The device was set aside in ¿the department¿ for quite some time and no one said anything about why it was there. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review for serial number (B)(4)noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4)noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ australia has not previously repaired/evaluated skin graft mesher serial number 6466 as documented in the repair reports. Zimmer biomet surgical/ (B)(4) has not previously repaired/evaluated 1.5:1 cutter serial number (B)(4) as documented in the repair reports in livelink or sap. Product review of the skin graft mesher by zimmer biomet (B)(4) on april 17, 2018 revealed that the comb was bent. The pre-testing could not be performed due to the damaged comb. The 1.5:1 cutter has visible blade damage. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on april 30, 2018 which included replacement of the comb and cutter. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent and the cutter had blade damage. The cause of the broken mesher and screen being misaligned was due to the bent comb. The cause of the cutter needed sharpening and being dull was due to the damaged blade. The root cause of the broken mesher, screen being misaligned, and the cutter being dull could not be determined with the provided information since it is unknown how the damage occurred. The issue was resolved with the replaced comb and cutter. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that mesher was broken and blade needs sharpening. During inspection of the device it was found the comb was bent. Attempts have been made and no further information is available at this time.